Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly or motor. The pump had scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was unknown. The customer stated that they were at the river and it was possible that water got in the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.